Event description:
Blood was being drawn by phlebotomy. The phlebotomist was flushing broviac with saline, per phlebotomist it just 'snapped' while she was flushing it. In her words per page "it just broke when I flushed after the draw." I did not visually see it when it snapped, but I was present in the room. The broviac was immediately clamped and saved. The team was paged and an incident report was filed by rn. Minmal bloos loss (maybe 1 cc).vital signs stable and patient afebrile. There was no change in status.